Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported alarm extremely soft when alarms are set to high, which was reproduced during evaluation by troubleshooting the device. Evaluation observed lower-than-expected audio coming from pump. The cause was determined to be a failing rear case assembly. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an alarm was extremely soft when it was set to high. There was no patient involvement. No additional information is available.